Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead recorded a signal artifact monitoring episode with minute ventilation (mv) termination algorithm. Also, noise over sensing at the ra lead channel was observed at other episodes. A full system analysis was recommended for this system. Minute ventilation feature remains available as it is switched to the right ventricular lead. The ra lead and pacemaker remains in service. No adverse patient effects were reported. According to the field representative, the device was reprogrammed to a ventricular pace and sense mode as the atrial lead appears to be compromised. The patient will continue to be monitored and a right atrial lead revision performed if determined to be necessary. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead recorded a signal artifact monitoring episode with minute ventilation (mv) termination algorithm. Also, noise over sensing at the ra lead channel was observed at other episodes. A full system analysis was recommended for this system. Minute ventilation feature remains available as it is switched to the right ventricular lead. According to the field representative, the device was reprogrammed to a ventricular pace and sense mode as the atrial lead appears to be compromised. The ra lead and pacemaker have been explanted at this time. The pacemaker has been returned for analysis and the ra lead returned severed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead recorded a signal artifact monitoring episode with minute ventilation (mv) termination algorithm. Also, noise over sensing at the ra lead channel was observed at other episodes. A full system analysis was recommended for this system. Minute ventilation feature remains available as it is switched to the right ventricular lead. The ra lead and pacemaker remains in service. No adverse patient effects were reported. According to the field representative, the device was reprogrammed to a ventricular pace and sense mode as the atrial lead appears to be compromised. The patient will continue to be monitored and a right atrial lead revision performed if determined to be necessary. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead recorded a signal artifact monitoring episode with minute ventilation (mv) termination algorithm. Also, noise over sensing at the ra lead channel was observed at other episodes. A full system analysis was recommended for this system. Minute ventilation feature remains available as it is switched to the right ventricular lead. According to the field representative, the device was reprogrammed to a ventricular pace and sense mode as the atrial lead appears to be compromised. The ra lead and pacemaker have been explanted at this time. The pacemaker has been returned for analysis and the ra lead returned severed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.